Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, fibroids, chronic cervicitis, squamous cell metaplasia and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain/weight gain/loss(specify which one)weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/ abdominal"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal infection, vaginal discharge, cystitis, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, headache, alopecia, weight increased, dyspareunia, urinary tract infection, migraine and allergy to metals outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fallopian tub perforation, uterine perforation, vaginal infection, vaginal discharge, bladder infection, bladder problems, urinary problems, fatigue, hormonal changes, headaches, hair loss and weight gain. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: absence of fallopian filling consistent with good placement of essure devices into the fallopian tubes. Pathology test - on (B)(6) 2018: the bilateral fallopian tubes show essure wires in place. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), dyspareunia, uti, migraines/headaches, nickel allergy, stomach pain were added. Outcome of the events vaginal bleeding and stomach pain were updated. New reporters added, plaintiff's information updated. Concomitant conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and pelvic abscess ('abscess'). In an adult female patient who had essure (batch no. C76455), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included; overweight, fibroids, chronic cervicitis, squamous cell metaplasia and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain"). And was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). And weight increased ("other injuries/symptoms: weight gain/weight gain/loss(specify, which one) weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/abdominal"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic abscess, vaginal infection, vaginal discharge, cystitis, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, headache, alopecia, weight increased, dyspareunia, urinary tract infection, migraine and allergy to metals outcome was unknown. The pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. And the vaginal haemorrhage and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fallopian tub perforation, uterine perforation, vaginal infection, vaginal discharge, bladder infection, bladder problems, urinary problems, fatigue, hormonal changes, headaches, hair loss and weight gain. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, absence of fallopian filling consistent with good placement of essure devices into the fallopian tubes. Pathology test: on (B)(6) 2018, the bilateral fallopian tubes show essure wires in place. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Batch no: c76455, production date: 2014-07-15, expiration date: 2017-07-15. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, fibroids, chronic cervicitis, squamous cell metaplasia and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain/weight gain/loss(specify whcich one)weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/ abdominal"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal infection, vaginal discharge, cystitis, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, headache, alopecia, weight increased, dyspareunia, urinary tract infection, migraine and allergy to metals outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fallopian tub perforation, uterine perforation, vaginal infection, vaginal discharge, bladder infection, bladder problems, urinary problems, fatigue, hormonal changes, headaches, hair loss and weight gain. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: absence of fallopian filling consistent with good placement of essure devices into the fallopian tubes. Pathology test - on (B)(6) 2018: the bilateral fallopian tubes show essure wires in place. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, fibroids, chronic cervicitis, squamous cell metaplasia and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain/weight gain/loss(specify whcich one)weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic abscess, vaginal infection, vaginal discharge, cystitis, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, headache, alopecia, weight increased, dyspareunia, urinary tract infection, migraine and allergy to metals outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fallopian tub perforation, uterine perforation, vaginal infection, vaginal discharge, bladder infection, bladder problems, urinary problems, fatigue, hormonal changes, headaches, hair loss and weight gain. Current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: absence of fallopian filling consistent with good placement of essure devices into the fallopian tubes. Pathology test - on (B)(6) 2018: the bilateral fallopian tubes show essure wires in place. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Batch no:c76455 production date : (B)(6) 2014, expiration date: 2017-07-15. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received new reporter information was added. New event added abscess. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), cystitis ("bladder/urinary problems: bladder infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue"), headache ("other injuries/symptoms: headaches") and alopecia ("other injuries/symptoms: hair loss") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal infection, vaginal discharge, cystitis, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, headache, alopecia and weight increased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fallopian tub perforation, uterine perforation, vaginal infection, vaginal discharge, bladder infection, bladder problems, urinary problems, fatigue, hormonal changes, headaches, hair loss and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: pelvic / abdominal, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes, uterus, bladder/urinary problems: vaginal infection, vaginal discharge, bladder infection, bladder problems, urinary problems, other injuries/symptoms: fatigue, hormonal changes, headaches, hair loss and weight gain were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s address was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.